Event description:
It was reported that when the brand-new pico 7 kit was opened and batteries were inserted to the device, the pump did not start working. The npwt was started with a backup kit without any problem. No patient harm. No delay was reported. The device and the package were discarded, so the sample will not be returned and further information is not available.

Manufacturer narrative:
G4, h2, h3 and h6. We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The device was not returned for evaluation. It was reported that during therapy the device did not work. Potential causes for the issue experienced are: damage to the device. A fault with the batteries. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.